Event description:
A cartridge change error was reported in the pump, causing the customer¿s blood glucose level to display as "high," though no specific value was known. The customer attempted to address the high blood glucose with a correction injection via multiple daily injections and did not require third-party assistance. Technical support guided the customer through several troubleshooting steps, including inspecting and cleaning components and attempting to load a new cartridge, but without success. Consequently, the customer was informed that the pump needed to be replaced. A replacement pump with updated software was ordered, and the customer was instructed on returning the faulty pump, including storage preparations and programming their settings into the new device. Customer reverted to an alternative method of insulin therapy.